Event description:
Customer reported that the numbers on the insulin pump were ramping on their own. Customer also reported receiving a battery out limit and a button error alarm on the insulin pump. Customer stated that the insulin pump may have been dropped. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.